Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable result for one patient sample tested for ion selective electrode (ise) sodium . The initial sodium result was 128 mmol/l and was reported outside of the laboratory. The physician did not believe this result and asked for the sample to be repeated. The sample was repeated on (B)(6) 2011 and the result was 138 mmol/l. The customer believed the repeat result to be correct. The patient was not adversely affected by the event. The sodium electrode lot number and expiration date were not provided. The field service representative could not determine the cause of the event. He performed troubleshooting procedures and could not reproduce any errors. He performed ise diagnostic check procedures and these passed. The customer ran quality controls and controls were within the customer's acceptable ranges.

Manufacturer narrative:
A root cause could not be identified. Incomplete information was provided for further investigation. No patient was adversely affected.